Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va0ageh, ubd: 15-may-2016, UDI#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. Product ID: 3708660, serial#: (B)(4), ubd: 12-jun-2017, UDI#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had an infection and had their entire left side dbs explanted. No further complications were reported as a result of this event.